Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead migrated. Additional information received from the field representative indicates the migration was noted by fluoroscopy. Further, additional information from the medical records amended the report as the lv lead revision was performed due to dislodgement. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.